Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having intraocular lenses implanted bilaterally, she has been told that the lenses have shifted off axis by 20 degrees in both eyes. Her surgeon has suggested prk laser treatment and warned that if the lenses were repositioned, they may rotate again he then suggested she wear glasses correction or contact lenses. She was not aware of a history of map dot corneal history that she was told she had prior to surgery nor was she aware that one of her arthritis medications could have contributed to her cataracts. She does not want her surgeon contacted. This report is one of two associated with this consumer and is for the right eye.